Manufacturer narrative:
Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion, a balloon rupture was found. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion, a balloon rupture was found. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The male luer from extracorporeal tubing was cut and returned. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 6.1cm from the rear seal measuring 0.03cm in length. The evaluation confirmed a leak. The penetration found on the membrane appears to have been caused by a sharp object. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion, a balloon rupture was found. Replaced iab to continue therapy. No patient injury was reported.